Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted posterioriorly approximately 1 month post implant. The patient stated that she had slept face down on her arm 2 nights before and woke up with blurry vision. Upon follow up exam, the lens appeared tilted and capsule wrinkled. The lens was repositioned approximately 6 weeks post implant and a yag procedure was performed approximately 2 months post op. The patient's current prognosis is poor without lens exchange. The patient has elected to avoid surgery and wear glasses.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7463913) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found two lens pieces, tears on the optic, and portion of both plates missing. Due to the condition in which the lens was returned further testing could not be performed.